Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -11.00/1.0/92 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was removed and replaced for a longer length lens within the same surgery due to low vault and the problem resolved.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with residue/debris on the lens. Visual inspection found no visible damage to the lens and residue on the lens. Claim#: (B)(4).